Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the event was unknown. A day after the event onset, the patient was treated with meropenem injection (1gm, intravenous, once a day, ongoing), and vancomycin injection (1g, intravenous, every 5th day, ongoing) for the event. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient was recovering from the event. Pd therapy was discontinued and the patient was transferred to hemodialysis therapy. No additional information was available at the time of this report.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient has recovered from peritonitis and cloudy pd effluent. Should additional relevant information become available, a supplemental report will be submitted.